Event description:
The account alleged the brake casters were ratcheting and would not hold while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.